Manufacturer narrative:
Submission 1419341-2025-00025 follow-up 1 was missing the awareness date in section g3/4. The correct date was 26 february 2025.

Manufacturer narrative:
Manufacturer testing of retain samples was able to replicate the "tissues detachments" reported by the customer. The root cause for the "tissues detachments" reported by the customer could not be unequivocally determined from the information available. Although the information available indicates that no adverse consequence(s) to a patient(s) has been reported to the manufacturer, the circumstances involved in this complaint have previously resulted in serious injury. If additional information is received an additional follow up MDR will be submitted.

Event description:
No adverse consequence(s) to a patient(s) has been reported to the manufacturer.

Manufacturer narrative:
As manufacturer investigation of this complaint by leica biosystems is in progress, the root cause of this event has not yet been determined. Retain samples of the suspect device are being tested as the device involved in this event are unable to be tested.

Event description:
On 20 february 2025, leica biosystems received information that "the customer reported all types of tissue falling off of apex superior adhesive slide - white (1440), p/n: 3800080e, lot: 4900073503." As at 20 march 2025, leica biosystems has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.